Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the bottom of the insulin pump came off. Customer's blood glucose was unknown. It was stated the damage to the device occurred through normal wear and tear. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.